Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2012. The pump¿s basal history and total daily dose (tdd) basal history were appropriate for the programmed basal rates. The bolus history matched the tdd bolus history. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported erratic blood glucose (bg) levels. The patient indicated that he had a kidney transplant that has started failing after 12 years. The patient has been reportedly taking prednisone every day for the transplant and an unspecified medication for rheumatoid arthritis. He also take other multiple unspecified medications. The patient mentioned that medications affect his bg levels which make it difficult to control. The patient stated, however, that his bgs have been more controlled while on pump therapy as opposed to injection therapy. The patient said that he has had high and low bg levels for the previous 8 months. The patient stated that his bg that day on (B)(6) 2012, was close to "500 mg/dl." He reportedly had symptoms of increased thirst, a dry mouth, and a metallic taste in his mouth. The patient indicated that he had to correct via injection since his bg level allegedly would not decrease with bolusing via the pump. In another event on (B)(6) 2012, the patent reportedly had a low bg event where his bg level dropped to "35 mg/dl." His parents found him sweating profusely. They treated the patient with 2 glucagon injections and juice. The patient denied having issues with the infusion set. He denied having bent cannulas or issues with his cartridge(s). He admitted to having scar tissue but no other site issues. The pump's time and date were confirmed by the patient. In addition, the pump's basal rate, I:c ratio, isf, bg target, and iob settings were confirmed as being correct. No associated alarms were observed in the pump's alarm history. The pump's prime history and tdd history were accurate. The animas representative involved in this contact noted that there was no defect found with the pump. The patient was advised to continue to monitoring his bg level and the pump. He confirmed having a backup plan. At end of call with animas, the patient's bg was "403 mg/dl." Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly suffered high and low bg levels with symptoms that can be associated with severe injuries. However, at this time it is unknown if the pump contributed to the patient's injuries considering no issues were found with troubleshooting of the device. Also, the patient admitted difficulty managing his bg levels since he was taking multiple medications that reportedly affect his bg.